Manufacturer narrative:
An event of pericardial effusion that led to a cardiac tamponade upon releasing the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported patient effects could not be conclusively determined. It is possible that the procedural conditions may have contributed to the event, however this cannot be confirmed. The surgical intervention is a result of the pericardial effusion was managed via open heart surgery. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer amulet was chosen for implant using a 12f amulet delivery sheath. No pericardial effusion was noted prior to the procedure. A posterior inferior transseptal puncture was performed, and the delivery system was advanced. During the procedure, the patient was in sinus rhythm, and heparin was administered at a dose of 100 units per kilogram, with activated clotting time (act) maintained above 250 seconds. The operator experienced difficulty achieving a coaxial position for device deployment, leading to multiple manipulations. While positioning the delivery system and attempting deployment, the patient developed a pericardial effusion. The effusion was noted to be localized at the left atrial appendage ostium, measuring approximately 4 mm, and was determined to be associated with cardiac tamponade. The physician performed two partial recaptures of the device and one full recapture, after which the device was completely withdrawn into the delivery system. Once fully recaptured, the delivery system was removed, and no device or delivery system exchange was performed. It was also noted that a wire had been placed in the upper pulmonary vein throughout the procedure, with no wire positioned in the left atrial appendage, and no device delivery sheath exchanges were performed in the laa. The patient¿s left atrial pressure was reported to be above 12 mmhg. Protamine was administered in response to the emerging complication. Following identification of the pericardial effusion, the planned amulet device implant was aborted. The patient was referred for surgery, and the pericardial effusion was managed via open heart surgery. The patient was reported to be stable after the intervention. It was further reported that the user believes the effusion was possibly related to the delivery sheath. The patient had also been taking oral anticoagulation prior to the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer amulet was chosen for implant using a 12f amulet delivery sheath. No pericardial effusion was noted prior to the procedure. A posterior inferior transseptal puncture was performed, and the delivery system was advanced. During the procedure, the patient was in sinus rhythm, and heparin was administered at a dose of 100 units per kilogram, with activated clotting time (act) maintained above 250 seconds. The operator experienced difficulty achieving a coaxial position for device deployment, leading to multiple manipulations. While positioning the delivery system and attempting deployment, the patient developed a pericardial effusion. The effusion was noted to be localized at the left atrial appendage ostium, measuring approximately 4 mm, and was determined to be associated with cardiac tamponade. The physician performed two partial recaptures of the device and one full recapture, after which the device was completely withdrawn into the delivery system. Once fully recaptured, the delivery system was removed, and no device or delivery system exchange was performed. It was also noted that a wire had been placed in the upper pulmonary vein throughout the procedure, with no wire positioned in the left atrial appendage, and no device delivery sheath exchanges were performed in the laa. The patient¿s left atrial pressure was reported to be above 12 mmhg. Protamine was administered in response to the emerging complication. Following identification of the pericardial effusion, the planned amulet device implant was aborted. The patient was referred for surgery, and the pericardial effusion was managed via open heart surgery. The patient was reported to be stable after the intervention. It was further reported that the user believes the effusion was possibly related to the delivery sheath. The patient had also been taking oral anticoagulation prior to the procedure.